Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was powering off and they received an off no power alarm without a low battery alert. The customer's blood glucose was unknown at the time of incident. The customer stated that this was the second time that the off no power alarm occurred without low battery alert. The customer stated that the insulin pump was not dropped or bumped. The customer stated that there were no unattended alarms. The customer stated that the battery cap was not loose, cracked or damaged. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be replaced and will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.